Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair is veering to the right.

Manufacturer narrative:
Additional/updated information was added to reflect the motor/gearbox being returned to the manufacturer for evaluation. The only malfunction identified was that the motor was vibrating, failing sciemetrics testing. The gearbox operated properly during the bench test. However, it was unable to be tested under load. Therefore, the complaint of the chair veering could not be confirmed.

Event description:
Dealer states the chair is veering to the right.